Manufacturer narrative:
There is no indication that the lens was explanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a physician had 2 patients who had inflammation and possible toxic anterior segment syndrome (tass). One occurred in (B)(6) and the other occurred in (B)(6). It was reported that they did a full review and the only thing found in common was the lens. They both had a pcb00 lens. No further information was provided. This report will capture the pcb00 23.5 diopter intraocular lens (iol) and separate MDR will be filed for the second pcb00 iol. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Reported issue was not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency as product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.